Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test and was unable to prime during teh prime test due to a loose drive support disk.

Event description:
It was reported that the insulin pump needed a complete functional analysis. Nothing further was reported.